Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose level. The customer's blood glucose level was 531 mg/dl at the time. The customer's other blood glucose values were 458 mg/dl and 333 mg/dl, and 467 mg/dl. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.